Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was treated with insulin pump. Customer stated that blood glucose meter button was not responding and blood glucose meter wasn't connected to the insulin pump while taking meal. The device will not be returned for analysis.